Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. Visual examination of the returned device revealed proximal stent damage. One of the stent struts was misaligned. Proximal stent damage is consistent with the device meeting some form of restriction during the withdrawal of the device. Several kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. A review of the device history record found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.

Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.50x32mm taxus liberte drug-eluting stent would not cross the lesion. The 88% stenosed lesion being treated was located in the moderately tortuous, severely calcified mid left anterior descending (lad) artery. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good." However, the returned product revealed stent damage.